Manufacturer narrative:
Ni

Event description:
Report received indicated that during a superficial femoral artery (sfa) angiographic procedure, the tip of the guidewire stretched after insertion. The vessel had moderate calcification, no tortuosity and unk % stenosis. The product was inspected prior to use without any anomalies noted. During preparation, the guidewire tip was reshaped. It is not known if the guidewire tip was reshaped manually or with a tool. An angiography catheter and the guidewire were advanced simultaneously into the sheath introducer (si) without resistance. After only 30cm of insertion into the sheath introducer, the guidewire tip was found prolapsed and stretched. There was no guidewire break or separation. Thereafter, the guidewire and angiography catheter were removed as one unit. There was no adverse consequence to the pt. This product has been returned for eval and testing. However, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.